Event description:
A labor epidural infusion tubing (hospira gemstar pump set) was inadvertently connected to a peripheral IV line (hospira lifeshield primary IV plumset with 2 clave ports). The patient received medications intravenously that were intended for epidural administration. Problems identified include the fact that the epidural tubing and IV tubing connections are compatible, which does not prevent human error. The snaplock adaptor, which is part of the epidural tray (arrow epidural catheter kit) and is where the epidural tubing should have been connected, is blue, which is the same color as the ports on the IV tubing, and contributes to inattentional blindness.